Event description:
It was reported by the customer that "it was discovered that a patient had a fractured PICC. The fracture can be seen on a scan done in july but it was missed. The patient has received a few rounds of cathflo but it took a while to determine that the PICC was fractured. Fracture is 15cm from end. The retrieval for the patient was scheduled for today ((B)(6) 2022). It was a new inserter that inserted the PICC." Additional information received: it was reported by the customer "patient was having shortness of breath/discomfort. Cxr completed on (B)(6) 2022 and reported that PICC was fractured". PICC was removed (32 cm) on (B)(6) 2022. Foreign body removal was performed on (B)(6) 2022 (15 cm) successfully. Cxr (B)(6) showed a fracture/PICC issue, but was not included in report. Pt had frequent issues with PICC blockage (cathflo required 4 times). The PICC securement device being used was the tegaderm IV advanced securement dressing for central lines/piccs. Additional information received: patient was experiencing shortness of breath on and off in the weeks leading up to the fractured PICC removal. It was stated the patient is being treated for breast cancer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4466 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "it was discovered that a patient had a fractured PICC. The fracture can be seen on a scan done in july but it was missed. The patient has received a few rounds of cathflo but it took a while to determine that the PICC was fractured. Fracture is 15cm from end. The retrieval for the patient was scheduled for today (B)(6) 2022). It was a new inserter that inserted the PICC." Additional information received: it was reported by the customer "patient was having shortness of breath/discomfort. Cxr completed on (B)(6) 2022 and reported that PICC was fractured". PICC was removed (32 cm) on (B)(6) 2022. Foreign body removal was performed on (B)(6) 2022 (15 cm) successfully. Cxr (B)(6) showed a fracture/PICC issue, but was not included in report. Pt had frequent issues with PICC blockage (cathflo required 4 times). The PICC securement device being used was the tegaderm IV advanced securement dressing for central lines/piccs.